Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data from the device indicates varying impedance. The ventricular pace impedance measurement was in the 300 - 400 ohm range until the last four weeks of the record ending (B) (6) 2009 when the maximum values in order were 3821, infinite, 2778, and infinite. The lifetime ventricular sensing integrity counter is 8398 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported there had been oversensing and an rv pacing impedance of greater than 2000 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.